Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of abnormal noise was not confirmed. Therefore, an assignable root cause was not determined. However, the reported conditions of heat and unintended activation/motion identified during service and evaluation were confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the locking components of the motor device were damaged, and the cutter device could not be secured/locked. It was further observed that the device had an unintended activation/motion and heat. It was further determined that the device failed pretest for cutter lock assessment, safety assessment and handpiece temperature assessment. It was noted in the service order that before an unknown surgery, it was discovered that the device had a lock issue, and it ran with abnormal noise. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was used to complete the surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.